Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt muscle stimulation post anterior implant of right ventricular (rv) lead. The rv lead was revised to a septal position and remains in use. It was further reported that during the rv lead revision procedure, the right atrial (ra) lead had pulled back. The ra lead was also revised to add slack. The ra lead remains in use. No further patient complications have been reported as a result of this event.